Event description:
Health care professional reported of higher than expected act+ results using a hemochron signature elite system. The patient was being monitored for heparin anticoagulation during an unspecified procedure. During the surgery the hemochron signature elite reported an out of range high results. No adverse event(s) were reported.

Manufacturer narrative:
(B)(4). Hemochron elite instrument #se1065 was previously reported on MDR # 2248721-2014-00047, 2248721-2014-00048 and 2248721-2014-00049. The associated cuvette lot for this instrument is # g4jac351. Method: no ncrs or anomalies were identified for this instrument. Cuvette device history records were reviewed and found to meet specifications. Itc has requested all data required for form 3500a.